Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that display was flashing and half of the display was black. Blood glucose was unknown. Troubleshooting was performed and insulin pump shut down twice. Customer also reported that insulin pump received multiple pump error alarm but self test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Pump error 53/4 alarm found in the device history due to software error.